Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal compounde d baclofen 2000mcg (concentration) at a dose of 650mcg via an implantable pump for unknown indications for use. It was reported that after a (B)(6) 2024 pump replacement, at some point after his follow-up, the patient started to notice mild swelling around the pump and pump pocket. There were also signs of increased spasticity. It was the deemed something was leaking, because his spasticity was getting worse. When in the operating room (or), they noticed that the pump segment somehow disconnected from the pump half-way and was leaking into the pocket. After close examination, they noticed the pump segment and the rubber piece around it did not match and the rubber piece surrounding the end of the pump segment had some tears. The rep stated that they cut the pump segment out and replaced it with a new segment. The pump end was spinning freely after connection and the catheter was easily aspirated after connection through the catheter access port (cap) chamber. The rep stated that the patient was doing fine now. When asked if there was any environmental/external/patient factors that had led or contributed to the issue, the rep stated that there was none, other than the catheter that was 14 years old. No diagnostics/troubleshooting was done. The rep stated that the swelling was seen in the pump pocket which was 2 weeks after replacement. The symptoms happened about 12-14 days after the replacement and 1-4 days after post operation (post-op). The rep was notified on 2024-06-19 for add on case that day. Actions/interventions taken included removing the old pump segment and applying a new pump segment to the catheter. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n279734003); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024; ubd: 2013-01-25; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.